Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and tachy shocks to the point of exhausting available therapy, due to oversensing of muscle skeletal noise on the shock channel. The patient was having a 1:1 dual arrhythmia before the oversensing issue. Technical services reviewed the case and recommended to increase the rate cut off. Ts also indicated that onset stability would have inhibited if the onset was gradual but that is unknown with rid and it cannot be determined how the rhythm entered the therapy zone. Further information indicated that no reprogramming was performed and the patient will continue to be monitored. This ICD remains in service and no additional adverse patient effects were reported.